Manufacturer narrative:
The technician replaced the worn brake casters to repair the stretcher.

Event description:
Information received indicates the brake is setting but would swivel when the stretcher was pushed from side.